Event description:
The facility stated that the aq2010v 3 piece silicone lens tore on insertion. No pt injury. Ocucoat and bss were used for lubrication. Staar metal injector was used. The cartridge model, aq cartridge fp, lot numbers were not specified by the facility. The user facility has not been forthcoming with additional information.